Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004, the patient underwent anterior cervical discectomy and fusion surgery of her spine from c5-7. Reportedly, she was implanted with rhbmp-2/acs in this surgery. Allegedly, the patient's "post-operative period was marked by a period of improvement, followed by progressively worsening neck pain, radiculopathy and headaches." On (B)(6) 2007, the patient underwent a revision surgery due to severe pain and symptoms. Reportedly, the patient "continues to experience chronic neck pain, spasms, and severe headaches. She attends regular visits with her pain management physician, who performs injections in her neck and botox injections for her headaches, and monitors her medications for pain and spasms."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.